Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos was reviewed and the indicated failure mode for missing sleeve with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of missing sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with 100 bd vacutainer® precisionglide¿ multiple sample needle they were discovered to be missing the sleeve cover for non patient end of cannula the following information was provided by the initial reporter, translated from (B)(6) to english: we would like to inform you about a defect on the needles 21g d. 8/10 l 25mm, without rubber on the lower part of the needle: